Event description:
It was reported that the head end of the cot dropped to the ground. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Serviced by nambour brakes.

Event description:
It was reported that the head end of the cot dropped to the ground. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer has been retrained on proper use of the device.